Manufacturer narrative:
On 07/29/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported the patient experienced a rupture in the breast implant and capsular contracture. During analysis of the sample was found an area of siltex cracking and a parallel lines of shell wear, suggesting in-vivo folding or creasing of the device were observed in the anterior and posterior view. A tear was noted in the posterior view within shell wear and siltex cracking, measuring approximately 14.4 cm. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. The crease/fold are consistent to continuous and sustained stresses to the device such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient underwent bilateral explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/02/2019, mentor received additional information about the event. The patient was scheduled to undergo bilateral explantation on (B)(6) 2019, but the patient had to cancel the surgery. No updated explantation date has been provided. The suspect medical device is still implanted in the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/20/2019, mentor received additional information that the explantation surgery performed on (B)(6) 2019 had to be terminated before the left breast prosthesis was removed due to anaphylaxis. Only the right breast prosthesis was removed on (B)(6) 2019. On 07/08/2019, mentor received additional information about the event. The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device was explanted on (B)(6) 2019. It was replaced with a mentor memorygel breast implant 650cc gel breast prosthesis. The patient developed capsular contracture (baker grade unknown) in her left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 700cc gel breast prostheses when both left and right prostheses ruptured after implantation. Bilateral rupture was confirmed by MRI. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the left breast prosthesis.